Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during five cataract surgeries using an ophthalmic system, the handpiece underperformed during nucleus sculpting, and intraoperative fluidic instability was observed. The surgeon stated that the system settings require optimization and that parameters were being adjusted to determine the optimal settings. Postoperatively, five patients experienced corneal edema, poor vision, and delayed visual rehabilitation in the eyes operated on using the ophthalmic system, compared with fellow eyes that underwent surgery using a different ophthalmic system. The patients were treated with isolde salt solution immediately postoperatively to expedite recovery from corneal edema and reduce its extent. The patients subsequently achieved improved vision, and no permanent corneal issues were reported. The patients' conditions resolved. This report pertains to the ophthalmic system involved in the reported event and represents eleven of eleven reports from the same facility.